Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; pre-emptive nonselective perigraft aortic sac embolization with coils to prevent type ii endoleak after endovascular aneurysm repair. Dosluoglu, hasan h. Et al. Journal of vascular surgery, volume 69, issue 6, 1736 - 1746 https://doi.org/10.1016/j.jvs.2018.10.054. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneuryms on unknown dates. It was reported on unknown dates the following adverse events were reported: limb occlusion, aneurysm expansion, reintervention for femoral aneurysm, clot embolization, renal artery occlusion, bowel ischemia including a fem fem bypass. The cause of the events are undetermined.